Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a patient slipped in a mayfield a2000 radiolucent skull clamp during a posterior cervical procedure. It was noted that the patient had incurred a laceration on their head from the skull pins. Mayfield skull pins were used during this procedure. Additional information has been requested.